Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n495734, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was in severe pain and that the device was not working. The patient called both of their healthcare providers (hcp) but did not want to go to the emergency room. The patient was crying at the time of the report. If additional information is received, a follow-up report will be sent.